Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. Please note that the gore® excluder® iliac branch endoprosthesis (hgb161207j) was successfully implanted, but the delivery catheter was provided for analysis. The device evaluation showed that the leading end of the catheter (polyimide guidewire lumen) had separated from the catheter body at the trailing olive. The polyimide guidewire lumen had pulled out of the trailing olive bond. There were material imprints from the polyimide guidewire lumen inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The end of the guidewire lumen was examined for evidence of a tensile break. The end of the guidewire lumen had a clean cut indicating the guidewire lumen did not break. The leading olive was firmly attached to the polyimide guidewire lumen. No damage was observed to the trailing end of the leading olive. The findings from the evaluation are consistent with the physician¿s observation for distal part of the catheter separated. The likely cause for the separated distal part of the catheter could not be determined with the available information.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. Please note that the device remains implanted, but on (B)(6) 2022, the delivery catheter was provided for analysis. The investigation is in process. Further information will be provided.

Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. Please note that the device remains implanted, but the delivery catheter will be provided for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, a reintervention was performed to treat a left distal type I endoleak using gore® excluder® iliac branch endoprostheses (ibe). During implantation of the ibe devices, hgb161207j device was deployed successfully. During removing the catheter through a 12 fr gore® dryseal flex introducer sheath, a distal part of the catheter was separated and remained in the sheath. After all ibe devices were deployed successfully, the separated distal catheter was removed from the patient's body with the sheath. The distal catheter shaft was separated at the trailing tip. The physician stated that regarding the separation no torque or other special manipulations were applied. There was experience of a distal tip separation. No sheath failure was reported. The patient tolerated the procedure. The delivery catheter will be returned to gore for analysis.